Event description:
It was reported the mammomark marker was deployed into the patient's breast successfully with no apparent consequence to the patient. Several days later, the patient complained about pain in her arm and not being able to raise her arm above her head. Additional information received (B)(6) 2010: customer indicated that the patient had complaints of discomfort approximately 4 weeks after her biopsy. The patient attributed this pain to the clip. The patient was diagnosed with atypical ductal hyperplasia and it was recommended that she undergo an excisional biopsy and originally the patient declined. She indicated that with this diagnosis, it is usually recommended that the tissue be removed. The patient did eventually undergo a lumpectomy earlier this week based on the diagnosis and the clip was removed during the procedure. The pathology was negative for cancer.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.